Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u15.

Event description:
The customer contacted physio-control to report that their device needed servicing for a non-critical issue. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that ECG was not available through paddles lead. As a result, defibrillation therapy may not be able to be delivered.